Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported falling and breaking her foot and stated the adc freestyle libre sensor detached as a result of the fall. Customer was seen at a hospital where she was diagnosed with hyperglycemia and administered 10 units of insulin via intravenous infusion and administered hydrocodone and morphine for pain and swelling. There was no report of death or permanent injury associated with this event.